Manufacturer narrative:
(B) (4). Method - device not returned, unable to collect further information.

Event description:
It was reported that at a medical meeting, a physician stated he had used the x-stop device and his patient's had experienced spinous process fractures. No other information was provided.